Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-8717g-02 drill guide has the drill bits stuck in it.. This was discovered during a case with no patient harm. Additional information provided 5/3/202: qty.2 of the ar-8717d-02 drill bit is stuck to the ar-8717g-02. It was also noticed that one drill bit has a broke tip.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the two drill bits are stuck within drill guide ar-8717g-02 both on the 13 mm end. One drill bit is also missing the tip. The outer diameter of each drill bit was measured and both were found to be 0.121 inches which is within the requirements.